Event description:
It was reported that the product is not performing the negative pressure and is also making irregular noises. No harm or injury reported.

Manufacturer narrative:
The device used in treatment have not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The probable root causes are the dressing is saturated or filter is blocked. The IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.